Event description:
It was reported that inadvertent deployment occurred. A 6x80, 75 cm eluvia drug-eluting vascular stent system was selected for a procedure. When unpacking the device, however, the stent struts came out. Another eluvia drug-eluting vascular stent system was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
With all the available information, boston scientific concludes: device history records review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the eluvia drug-eluting vascular stent system was received for analysis. The device was received with the stent partially deployed on the delivery system, confirming the event. No issues were found with the stent. A visual examination found no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device. A visual examination found no issues or damage to the handle of the device. The safety lock was not in place on the handle during analysis. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of stent inadvertent deployment was defined in the risk documentation and is documented accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as unintended use error caused or contributed to event. Partial inadvertent stent deployment noted during device analysis most probably occurred due to the thumbwheel lock accidentally detaching from the device due to handling during preparation for the procedure. The thumbwheel lock was not found to be on the device during analysis. The stent cannot be deployed with the thumbwheel lock in place on the device. Premature removal of the thumbwheel lock would have led to the inadvertent partial deployment of the stent.

Event description:
It was reported that inadvertent deployment occurred. A 6x80, 75 cm eluvia drug-eluting vascular stent system was selected for a procedure. When unpacking the device, however, the stent struts came out. Another eluvia drug-eluting vascular stent system was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
With all the available information, boston scientific concludes: device history records review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the eluvia drug-eluting vascular stent system was received for analysis. The device was received with the stent partially deployed on the delivery system, confirming the event. No issues were found with the stent. A visual examination found no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device. A visual examination found no issues or damage to the handle of the device. The safety lock was not in place on the handle during analysis. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: boston scientific concludes the most probable root cause as unintended use error caused or contributed to event. Partial inadvertent stent deployment noted during device analysis most probably occurred due to the thumbwheel lock accidentally detaching from the device due to handling during preparation for the procedure. The thumbwheel lock was not found to be on the device during analysis. The stent cannot be deployed with the thumbwheel lock in place on the device. Premature removal of the thumbwheel lock would have led to the inadvertent partial deployment of the stent.

Event description:
It was reported that inadvertent deployment occurred. A 6x80, 75 cm eluvia drug-eluting vascular stent system was selected for a procedure. When unpacking the device, however, the stent struts came out. Another eluvia drug-eluting vascular stent system was used to complete the procedure. There were no patient complications as a result of this event.